Event description:
In 2005, pt returned to dr complaining about popping and creaking noise. X-rays performed. 6mm s4 screws loosened between the set screw-rod-screwhead constuct. Initial surgery was performed on 5/23/2005: sw774t was implanted into l2, sw783 was implanted into l3, l4, tlif was performed at both levels (l2-3, l3-4). Second procedure was done 8/29/2005 to address. Facility did not save all hardware-7mm screw and setscrew. Only one of each being returned.